Event description:
It was reported to philips that the system's dc power supply failed, which can impact booting. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that dc power supply failure. Review of the system log file confirmed the malfunction as there was failure in power supply. Upon troubleshooting fse found that the fan and power tray in the m cabinet was not supplying 24v. To resolve this issue, fse replaced pdu fan tray and dcps. The defective pdu fan tray was returned to philips for analysis and found that the failure was due to the faulty psu4. After replacement, the system was returned to use in good working conditions. The codes were updated based on the investigation outcome.